Event description:
The mabit cassette was hooked up backwards; the long line of the ambit cassette was hooked up to the medibag and the short line to the wound catheter. The patient reported to the distrubutor that there was blood in the med lines from the pump. There were no reports of any adverse patient events associated with his malfunction.

Manufacturer narrative:
January 2005, a review of the labeling was conducted and found to be adequate. The manual indicates which tubing set is attached to the patient and which set is attached to tbe medibag. The cassette has icons that show which tubing set is to the medibag and patient. An additional label is also present on the patient tubing set identifying it as the patient side. It was decided to further strength the labeling with an additional label near the luer on the patient side of the tubing set. This lot was manufactured prior to the addition of the second label on the patient tubing set. A training cd has been sent to the distributor to be used in the training of scrub tech's.